Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted the healthcare provider to obtain alternate insulin therapy.